Manufacturer narrative:
Insulin pump was received with detached end cap, cracked case at display window corner, minor scratched display window and missing end cap sticker. Drive support disk was inspected and no anomaly was noted. Unable to perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to detached end cap. Insulin pump passed the operating currents measurement. Missing segments due to cracked lcd zebra connector. (B)(4).

Event description:
Customer reported via phone call that the drive support cap was loose. Customer's blood glucose was 400 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.